Event description:
The customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 455 mg/dl. The customer took manual injection of units. The troubleshooting was performed. The customer was advised to check his blood glucose one last time before ending the call and his blood glucose now is down to 298 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.